Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wall adapter was broken and could not be used to charge the pump. There was no reported adverse impact to the customer. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter.

Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.